Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the needle pierced the cap. There was no report of patient impact. The following information was provided by the initial reporter: the needle comes out of the protective tip, so the technologist has pricked himself with the needle. Apart from being pricked, no other problem since the needle had not been used for a patient.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 18gx1.16in insyte autoguard device for the investigation. Through the inspection of the returned unit, a needle is observed protruding on the side of the needle cap. The reported issue was confirmed. Although the lot number provided was not the actual lot of the device provided with certainty, a device history record review showed no non-conformances associated with this issue during the production of lot 2087249. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the needle pierced the cap. There was no report of patient impact. The following information was provided by the initial reporter: the needle comes out of the protective tip, so the technologist has pricked himself with the needle. Apart from being pricked, no other problem since the needle had not been used for a patient.